Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high and unstable pacing threshold, along with a high pacing impedance trend that increased over time. The lv lead was attempted to be replaced, however, the lv lead was then reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high and unstable pacing threshold, along with a high pacing impedance trend that increased over time. It was noted that the lead was fractured. The lead was attempted to be replaced but it was decided to use the existing lead due to patient anatomy/occlusion. The lead was reprogrammed. Additional information was received, which indicated the lead was exhibiting no capture and the physician chose to program the lead off and continue monitoring the patient for six months. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5; g2; h6 device codes (fdd/annex a); imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high and unstable pacing threshold, along with a high pacing impedance trend that increased over time. It was noted that the lead was fractured. The lead was attempted to be replaced but it was decided to use the existing lead due to patient anatomy/occlusion. The lead was then reprogrammed and remains in use. No further patient complications have been reported as a result of this event. Additional information was received, which indicated the lv lead was exhibiting no capture and the physician chose to program the lv lead off and continue monitoring the patient for six months. The lead, which also exhibited rising thresholds, was subsequently capped and replaced. The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the lv lead was exhibiting no capture and the physician chose to program the lv lead off and continue monitoring the patient for six months. No patient complications have been reported as a result of this event.